Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The healthcare provider reported that the insulin pump had blank display. Customer stated patient changed the battery and tried to troubleshoot but it did not work. Customer requested for insulin pump replacement. Advised customer that patient needs to call helpline in order to troubleshoot. No further information provided.